Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold. The patient was in atrial fibrillation (af) at the time of initial implant that the threshold could not be checked. Attempts to obtain additional pertinent information was unsuccessful. The ra lead was surgically abandoned. No additional adverse patient effects were reported.